Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device alert of charge time limit on the capacitor was observed. The device was reaching normal end of life and a replacement procedure is anticipated. The patient was stable and will continue being monitored.